Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(4) on 11/22/2012. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause. However the error code e-b on our prodigy autocode device indicates that the batteries cannot provide enough power for a test, patient needs to replace new batteries immediately.

Event description:
It was reported that medical attention was sought on (B)(6) 2018 at 9:00 pm after the caller was unable to perform a blood glucose test on the end user due to the fact that his prodigy diabetes meter would display an e-b error code and would power off. The end user was acting confused and because his son was not able to perform a blood glucose test with his prodigy diabetes meter the paramedics were called. Upon their arrival a blood glucose test was performed with their meter and the result was 60 mg/dl. The caller could not recall what treatment was administered by the paramedics and he was transported to the ER. Subsequently a blood glucose test was performed with the hospitals meter and the reading was 50 mg/dl. He was given an IV, sugar water and orange juice. The caller stated that they wanted to admit the end user into the hospital but there was no space available. After 36 hours in the ER the end user was discharged and instructed to follow-up with his pcp. No additional details were provided in regards to this medical event.

Event description:
This is a supplemental report to initial report 3005862821-2018-00023 to submit investigation results from the manufacturer for the suspect devices. Devices were returned from prodigy diabetes care on mar. 27, 2018 and an investigation results of the suspect devices were completed by ok biotech.

Manufacturer narrative:
Suspected meter was returned to ok biotech and showed e-b message when we turn on the meter. After we replaced a new battery into meter, no e-b message displayed on the meter. Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. 1. We check the standby current of returned meter, the result was 5.3¿a. The criteria is <55¿a. Pass. 2. Meter setting, audio and all buttons function are ok. 3. We tested the suspected meter with in house control solution and in house strips (strip lot number: d160526-1). The control solution tests for level low were 58/54 mg/dl, for level high were 229/227 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass. User did not change battery when meter displayed e-b message. User operation issue.